Event description:
The patient reported that the pump is increasingly unresponsive to presses of 'ok' button. The patient states the pump has been dropped in bath water five times.

Manufacturer narrative:
The pump was returned to animas for evaluation. The 'up' 'down' and 'ok' buttons were found to be intermittently responding. The keypad was removed and adhesive was found under the button contacts. During investigation the battery compartment was found to be cracked.